Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the screwdriver shafts did not hold the screws properly during a craniotomy procedure on (B)(6) 2016. An alternate device was available for immediate use. The procedure was completed with no reported delay or additional medical intervention. This report is 3 of 6 for (B)(4).

Manufacturer narrative:
Product investigation summary: three (3) matrixneuro medium screwdriver blades (parts 03.503.017) and three (3) matrixneuro short screwdriver blades (parts 03.503.016) were received. All of the items are in good condition, but some of the etchings, though readable, display signs of fading. The tips of all the blades are in good condition, showing no signs of wear. The screwdriver shafts were compared against relevant drawings with no deformities found. The blades were also compared and tested with known good products that showed no defects. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection (via photographs of the devices), functional test, and drawing reviews were performed as part of this investigation. The cause of the complaint conditions could not be determined. This complaint is unconfirmed based upon functional tests performed using devices from a set evaluation set. A visual comparison to part 03.503.016 / lot u109644 and part 03.503.017 / lot u170528 was performed and a functional check with part 04.503.104 (no lot number). No issues were found with the returned devices. The investigation found that part family 03.503.01x comes in two lengths [03.503.016 (short) and 03.503.017 (medium)] and is part of the matrixneuro system. These screwdrivers are intended retain the screw without a holding sleeve during use. This information is provided per the next generation cranial plating system: matrixneuro technique guide. The relevant drawing for the devices was reviewed with no drawing issues or discrepancies noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. The root cause of the complaint condition is unknown. No new, unique, or different patient harms were identified as a result of this investigation. The design is determined to be adequate for its intended use when used and maintained as recommended.: device history record review: manufacturing date: february 12, 2007 - supplier: (B)(4). A material record report was generated during production for the blade width being undersized at gauge location 0.28 for 1 of 13 inspected devices from this lot of 100 pieces. The parts were dispositioned as ¿use-as-is¿ since the devices were within specifications at gauge lines 0.43 and 0.58. Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.